Manufacturer narrative:
Unit received with all operating currents within spec and passed functional testing including the rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test, self test, error test and displacement test. Pump passed the dat test at 0.08660 inches. Unit received with cracked case at the display window, display window and battery tube threads. Unit received with minor scratched display window and case. Unit received with broken belt clip slot. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of hospitalization for high blood glucose of over 1000mg/dl and diabetic ketoacidosis. The customer indicated that the cannula was bent. Customer declined high blood glucose troubleshooting and only wanted to document the incident. No further details given.